Manufacturer narrative:
Additional information provided d4 lot number upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the pump found the kink resistant tubing (krt) was worn to the filament and the pump block was worn. The reservoir presented wear at a fold in the reservoir shell and found the krt to be worn to the filament. Both cylinders had wear at a fold in the middle and proximal end of the cylinders. One of the cylinders had developed a hole at the proximal end and a leak was identified that was consistent with sharp instrument damage. This cylinder was inflated with a syringe and presented an excess of air creating a bulge between the inner and outer tubing. The cylinder krt was worn to the filament. Visual examination of the rear tip extenders did not identify any abnormalities. The pump, reservoir, and the remaining cylinder passed the leak testing performed. Based on the information available, the bulge identified during analysis could have led to device explant; a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp). Troubleshooting was performed on the device, but there was no indication of what the problem with the device was. A new device was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp). Troubleshooting was performed on the device, but there was no indication of what the problem with the device was. A new device was implanted. There were no patient complications reported.